Manufacturer narrative:
An evaluation of the device cannot be performed as the device discarded. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during a total knee implant knee balancer height guide broke.

Manufacturer narrative:
An event regarding instrument fracture intra-operatively involving a monogram knee balancer height guide was reported. The event was not confirmed. Device evaluation not performed as no items were returned because the device was discarded. Device history review shows that here have been no reported discrepancies for the referenced lot. Complaint history review show that there has been one other event for the reported lot. Pr 84052 concluded that the exact root cause of the device fracture could not be determined as the device was not returned for evaluation.

Event description:
It was reported that during a total knee implant knee balancer height guide broke.